Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, on (B)(6) 2023 the customer went to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 728 mg/dl and high ketones. Ketone levels listed as life threatening by their health care provider. Customer attempted to address the elevated (bg) by delivering a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released from the hospital on (B)(6) 2023 with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.